Event description:
Overdelivery reported: the pump was programmed to infuse heparin 25,000u/250ml d5w at 10.0ml/hr. It was reported that the bag was hung at 2000 hrs. At 2300, the pump alarmed battery (pump had been running on battery power) and the pump was plugged into an ac outlet. At midnight, it was noted that there was approx 50.0ml left in the fluid container and the display read 100.0ml/hr and 163.0ml infused. The heparin drip was discontinued and the physician was notified. The physician ordered ptt labs. When ptt lab value returned to within acceptable limits, the heparin drip was continued. There was no pt harm reported. Though requested, there was no add'l info available.